Event description:
Treatment of a splenic artery aneurysm. During the preparation of the implant coil, it was reported that the physician was trying to advance the coil out of the introducer sheath with a continuous flush; however, resistance was experienced. The coil was withdrawn from the introducer sheath in order to examine it, but the implant coil prematurely detached. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).